Event description:
The customer reported via phone call that the, when programming in the carbohydrates, the insulin pump started counting down and skipping numbers for the insulin delivery. The customer's blood glucose was 239 mg/dl. The customer explained that this delivery anomaly caused him to rebolus again because he was not in his target range. The customer stated that he would contact his healthcare provider to verify bolus wizard information. The customer was advised to monitor the insulin pump and to monitor the high blood glucose levels. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.